Event description:
It was reported that one of the patient's leads had migrated and their other lead was fractured. The ipg header suture sites were also not usable. Surgical intervention was undertaken and the leads and ipg were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.